Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset information and guided the customer through the reset process, after which the issue was resolved with no further error codes. The caller then successfully started their sensor session.